Event description:
As reported, the patient had an initial tha on an unknown date. The patient was revised due to wear. The cup was removed and a competitor's device was implanted. An exactech head was used. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
Additional information: d1, d4, d6a, d10, h4, h6 component code. Corrected data: section d7 updated from ¿yes¿ to ¿no¿. D10: (B)(6) 101-05-20 - 3.2mm drill bit 20mm 1pk. (B)(6) 170-36-00 - biolox delta femoral head 36mm od, +0mm. (B)(6) 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6) 186-01-52 - integrip cc, cluster 52mm, g2. (B)(6) 190-31-03 - alt ha s clr ext sz 3.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions of each to the reported event cannot be determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.